Event description:
Information from registry intl. Clinical trial database. Three hours post brain avm embolization hemorrhage discovered on CT. Emergency surgery to evacuate hematoma and avm remnant. Patient died 2006.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Information: foreign country registry pertaining to the evaluation of onyx in the treatment of brain avm. Prospective, multi-center in foreign countries. Enrollment started in 2006; enrollment closed in 2008. N = 115; patients in follow-up. MDR numbers: 2029214-2008-00238 to 2029214-2008-00261.